Event description:
As reported by the edwards field clinical specialist, five years after the implantation of a 23mm sapien valve via a clinical trial, the patient was admitted to the hospital with congestive heart failure (chf) and shortness of breath. Per the echo report, there was probably moderate aortic regurgitation (ar) and severely decreased aortic valve excursion. The peak gradient across the sapien valve was 82mmhg. The mean gradient was 51mmhg. The dimensionless index was 0.23, which was described as consistent with close to severe valvular stenosis. The patient is scheduled to have a second sapien valve implanted within the first. Per the clinical trial database, the sapien valve was implanted in the correct position with trace paravalvular leak (pvl) post procedure. During the patient¿s one year follow-up visit in (B)(6) 2009, an echo report noted a peak gradient of 53mmhg and a mean gradient of 30mmhg. Mild aortic regurgitation was noted. No action was taken at that time to treat the ar.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Although the cause of the valve stenosis in this case cannot be confirmed, there was no mention of pannus, thrombus or endocarditis in the echo report. It is possible that the valve stenosis was the result of calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient has a history of calcific stenosis of the native valve, carotid disease and pvd with a previous renal stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.